Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that patient received the following results on the advantage/sensor system compared to lab results within 1 minute: 265 mg/dl (advantage/sensor meter) and 116 mg/dl (lab). It was reported the customer mishandled the strips. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.